Event description:
It was reported that bd micro-fine ultra¿ insulin pen needle pierced through the safety shield. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: needle through safety shield.

Manufacturer narrative:
Investigation: one photo of a 31g x 8mm pen needle sample was returned from lot. No. 8122822, cat. No. 325105. Visual examination was carried out on the returned photo and a cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine ultra¿ insulin pen needle pierced through the safety shield. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: needle through safety shield.